Event description:
C-cc-bt - broken tubing; it was reported that the pressure tubing line was cut. There were no patient complications.

Manufacturer narrative:
Customer report was confirmed. Customer report was confirmed. Rec'd (1) complete flotrac kit. Pressure tubing was completely broken off from solvent bond joint with the female connector (attached to zero-stopcock). Broken tubing was bent near the bond joint.